Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue had been resolved by the customer through the replacement of the broken pocket, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure occurred in drawer 6 pocket a1, which required maintenance. The customer attempted multiple troubleshooting steps, including rebooting the device, performing a recovery, unplugging and reconnecting the power cable, and inspecting the back panel. Despite these actions, the drawer continued to fail and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.